Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail and both locking screws were classified as primary products during investigation. Regarding broken nail: no deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge and caused most likely a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step (fatigue fracture). The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. After the anterior bridge was full or main partly broken, the posterior bridge followed first also step by step (fatigue fracture) and finally in a brittle fracture. Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did also contribute to the nail breakage. The customer reported that the patient was not compliant to surgeon¿s recommendations and performed weight bearing. Postoperatively loads and intra-operatively implant damages can lead to implant breakages are listed as adverse effects in the IFU. Based on the given information the case is attributed to the patient, contributed by intra-operatively implant damage. No non-conformity identified.

Event description:
Xray completed after implant of device showed failure of gamma nail, reported inferior to lag screw resulting in complete break of the nail itself. Surgeon advised that patient has been noncompliant and he is sure patient has been weight bearing against his recommended timeframe. Also advised original procedure final position in varus and lack of medial bone stock. Revision completed today with successful removal and exchange for a new gamma nail.

Event description:
Xray completed after implant of device showed failure of gamma nail, reported inferior to lag screw resulting in complete break of the nail itself. Surgeon advised that patient has been noncompliant and he is sure patient has been weight bearing against his recommended timeframe. Also advised original procedure final position in varus and lack of medial bone stock. Revision completed today with successful removal and exchange for a new gamma nail.